Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: eg29-i10c-us is available in the USA with a 510k number: k190805. The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the pcb for cmos drive as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the pcb for cmos drive. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.